Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was explanted of his vibrant soundbridge on (B)(6) 2013 as he had to undergo an MRI exam. There was no allegation against the device.